Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, a force bipolar instrument was stuck on arm 2. The customer was able to release the instrument from the sterile adapter; however, the instrument was still stuck in the cannula. The surgeon increased the port site incision and was able to remove the cannula and the instrument together with no further issues. It was further reported that the site was able to complete the robotic procedure with a power cycle (system reboot) and by installing another cannula and redocking the arms. On (B)(6) 2020, intuitive surgical, inc. (Isi) received additional information from the site's robotics coordinator, who confirmed that there was no tissue stuck or tissue injury secondary to the reported issue. No fragment fell inside the patient. The robotics coordinator stated that it was the arm that was most likely the cause of the issue, and that the arm problem was resolved with a system reboot (a power cycle).

Manufacturer narrative:
Based on the information provided, the cause of the reported incident cannot be determined. After removing the stuck instrument, the customer resolved the arm issue with a power cycle (system reboot). After the power cycle, the customer was able to install another instrument and continue with the procedure. Isi has requested for return of the force bipolar instrument and 8 mm cannula accessory for failure analysis evaluation; however, isi has not received the instrument or accessory involved with this complaint. Therefore, the causes of the alleged customer reported incident cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. The isi technical support engineer (tse) viewed the system event logs for the reported procedure and found error 25750 indicating a sterile adapter presence pin error. A review of the logs by the isi regulatory post market surveillance (rpms) analyst confirmed that a force bipolar (part #470405-06; lot #n10200810-0100) instrument was used for the reported procedure performed on (B)(6) 2020 on system serial #(B)(4). As of 03-nov-2020, this instrument has not been used in a subsequent procedure. No image or video clip of the reported event was provided to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a force bipolar instrument was stuck on arm 2 and as a result, the surgeon increased the port site incision to remove the instrument with the cannula. The arm issue was resolved via a system reboot, and the robotic procedure was completed as planned. At this time, available information indicated that the cause of the customer reported issue is unknown